Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Investigation summary: visual analysis of the one image received for evaluation determined that a plastic bag with two rolled-up formers of product code nw840 could be seen. The image is not clear to determine the failure mode. As part of our quality process, manufacturing records for this batch serial number were reviewed and manufacturing standards were met prior to the release of this batch. No conclusion could be reached on the cause of the reported complaint, as the sample was not returned for analysis. As part of ethicon's quality process, all devices are manufactured, inspected, and released to approved specifications. Additional information on complaints is tracked for potential safety signals through complaint trends as part of post-market surveillance. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, and the following was obtained: ques-was the needle it retrieved during the same surgical procedure? Ans- yes. Ques-was there any additional tissue damage as a result of searching for the needle piece? Was additional dissection required in other organs/tissues other than the target tissue? Ans- no. Ques-what is the most current patient health status and condition? Ans- not aware. Ques- device return status/follow up? Ans- device is available pcf deferred due to quarantine restrictions. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Related to: 2210968-2022-01878.

Event description:
It was reported that a patient underwent a ventral herniaplasty procedure on (B)(6) 2022 and suture was used. During the procedure, when he was fixing the mesh with the help of suture he found suture was separate from swage point. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint #(B)(4). Date sent to the FDA: 4/27/2022. Additional information: h6 component code: g07002 - no device problem found. H3 investigational summary: complaint sample(photo) 1 photograph for code nw840 lot v9010 was provided for investigation. Upon preliminary photographic evaluation the photograph was found to be genuine ethicon aurangabad india manufactured products. Photograph 1: consists of 2 units of opened complaint sample foils along with suture in one zipper, needles were not present in provide photograph. However, in absence of complaint sample it cannot be determined what had contributed the failure of the device. Batch record review: as a part of further investigation batch manufacturing record was reviewed for code nw840 lot v9010. The batch manufacturing record was reviewed for any process deviation, but no deviation was observed. Finished good record was reviewed for tensile strength value and needle pull-off value at release and found to meet the specification. From the batch record review, it has been observed that there was no issue related to the processing of this incident lot. Retain sample: five retain samples of incident codes nw840 and lot number v9010 were retrieved for analysis. The primary packs of retain samples were visually inspected for attribute defects like pseudo seal, pin hole, product in seal, press marks on pack but no such defects were observed. The primary packs were opened, and sutures and needles were found intact. The sutures were physically inspected for any attribute defects like kinks, weak spots, broken piece, brittleness, detached needles but no such defects were observed. The needles were inspected for any attribute defects like bend, cracked barrel, fins but no such defects were observed. The retain samples were tested for knot pull test and found to meet the specification. As the complaint is related to performance-pull off suture needle, needle pull test is applicable & measurable parameter. Needle pull-off test was performed over five retain samples to check the behavior of the swaging process. The average needle pull value of the retain sample was found to be 5.446 kgf and value at release was found to be 4.800 kgf which meets the average usp requirement i.e. Nlt 1.800 kgf. All the individual as well as average needle pull-off values were found to meet the usp specification requirements. This analysis shows that there was no issue related to processing of the lot. All the values are within the control limits. Hence the complaint could not be confirmed. The reported incident was one and isolated case for code nw840 lot v9010. No other event was reported for same description from other parts of country. Considering above investigation adequate to address the reported complaint, this complaint is recommended for closure approval. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 5/13/2022. Component code: g07002 no device problem found. Investigational summary: complaint sample: two opened complaint sample foils along with zipper tray, lid, suture and overwrap pack were received for investigation for code nw840 lot v9010. Impacted product needles were not received for investigation. Received complaint sample sutures were visually inspected and it has been observed punch marks and rough surface was identified as several places which indicated that suture was dispensed with force. Impacted needles were not received for investigation hence in absence of complete device for investigation what contributed the detachment of suture needle cannot be concluded. Batch record review: as a part of further investigation batch manufacturing record was reviewed for code nw840 lot v9010. The batch manufacturing record was reviewed for any process deviation, but no deviation was observed. Finished good record was reviewed for tensile strength value and needle pull-off value at release and found to meet the specification. From the batch record review, it has been observed that there was no issue related to the processing of this incident lot. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.